Event description:
Device 1 of 2. Reference MFR report#: 1627487-2014-05755. On (B)(6) 2014, the patient underwent a trial procedure. Post-op, adequate coverage could not be obtained. X-rays were taken and revealed both leads had migrated. In turn, the doctor repositioned both leads. Effective therapy was present afterwards via reprogramming.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.